Manufacturer narrative:
UDI - (B)(4). Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was observed that the battery oscillator device coupling tool side was out of specification. It was noted that the tool coupling was defective, the straining ring came loose, and the rotary mechanism was loose. It was also noted that the device failed pre-repair diagnostic tests for saw blade coupling assessment, and functional test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.